Event description:
It was reported that a malfunction occurred with the customer's pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, but the issue persisted, so they arranged to send a replacement pump with updated software. The customer set up multiple daily injections as backup therapy to maintain insulin delivery and was informed about the necessary steps for receiving and returning pumps.